Event description:
It was reported that during implant, the helix would not extend normally. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. The analyst noted that the helix could be fully extend and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.